Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used to remove polyps during a colonoscopy procedure performed during the last week of (B)(6) 2023, though the exact date is unknown. During the procedure, the snare was not opening and cutting properly. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the exact date was not provided. It was reported that the event occurred the last week of november. Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.